Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing transmission issues with their cardiomems equipment. The patient had a left ventricular assist device (lvad). The patient was instructed to take readings while sitting up and they made adjustments to keep away from the patient electronic system (pes). The pes was adjusted multiple times as well as the patient's lvad charging station. The readings started without the patient on the pes: blue: there was a battery charge and other electrical equipment, so the patient was instructed to shift pes to middle of bed. The patient was advised to move pes to the right side of mattress and when the getting lvad battery closer to the pes it will change from white to blue. The reading timed out and was instructed to press cancel and start reading without patient. The pes maintained whit and they were instructed to cancel the reading. The patient started another reading and was instructed to make sure top of shoulders are 1 inch bellow the pes headrest. They were later instructed to move to the right placing left shoulder on the center of pes 1 inch at a time and to shift left shoulder center. The patient continued to lay on the left side of their body on the center of the pes and on the right side of their body. They were instructed to replicate positioning but to move to the left placing right shoulder toward the center of pes and to move 1 inch to the left. The patient was instructed to cancel reading and take a break. The patient rotated the pes to the foot of bed. They were instructed to cancel reading and adjust pes vertically so that the headrest was facing the patient's right shoulder, patient top of shoulders at the top edge of the pes or 1 inch bellow the top edge of pes. The patient relocated pes to vertical position so that the headrest was facing the patient right shoulder, patient top of shoulders at the top edge of the pes or 1 inch below the top edge of pes.